Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was manufactured on february 2023. However, the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end sheath was confirmed to be damaged, but the needle exiting the wrong place was not confirmed. However, the definitive root cause of the sheath damage could not be determined. There were slight bends on the insertion portion at the distal section and close to handle boot area. The gray stopper had already been removed from the handle scale. The stylet and the distal coil sheath are both present and intact. The distal end was then inspected under a microscope, and it was observed that the sheath was torn open at the tip, but the damage is small about 2mm long. However, no biomaterial was noted on the distal section. There was no looseness or damage along the remaining insertion sheath. The needle tip is straight. The handle was checked and it was noted that the connecting-slider, sheath adjuster knob, and needle adjuster were working properly. The needle slider clicked and moved smoothly and was able to extend and retract needle from the distal end of the sheath without a problem. The stylet wire was then removed from the handle, and a slight restriction could be felt while coming out from the aspiration port. The restriction is due to the bends on the insertion portion which has caused the issue. Furthermore, the device was then checked with our test ultrasound endoscope and a test adapter biopsy valve. With the needle retracted and locked in place, the device was inserted into the instrument channel port and set the penetration depth at about 10mm to 40mm. When the needle slider was pushed or pulled, the needle was able to extend straight out or retract smoothly. It was observed that the needle did not puncture through the sheath during testing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the sheath at the distal end of the single use aspiration needle was damaged and the needle exited the wrong place and punctured the bronchoscope. The endobronchial ultrasound (ebus) bronchoscope broke causing significant damage in the working channel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been returned for evaluation and is pending analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being created to include additional information received. The following sections have been updated: b5 describe event or problem.

Event description:
The procedure was prolonged by 15 minutes because they exchanged the needle three times. The procedure was completed with the same type of needle. The intended procedure was a diagnostic endobronchial ultrasound (ebus). The diagnosis was still able to be obtained with a new functional needle. No medical intervention was necessary for the patient. There was no harm to the patient. Related patient identifiers: (B)(6) / bf-uc190f evis eus ultrasound bronchofibervideoscope (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6) / na-201sx-4021 single use aspiration needle.